Event description:
Rptr was healthy and active before implants. Now - chemically sensitive, significant hearing loss, joint-muscle pain, thyroid goiter nodules, loss of sensation to legs, hands, depression, fatigue, mental confusion, skin thickening on leg, speech problems, coordination problems.